Manufacturer narrative:
G4: PMA/510(k)#: one additional code applies; k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, there was some resistance when inserting the tube on the needle to draw blood. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 14-mar-2025. Investigation summary: bd received 1,000 samples for investigation. Out of these, 20 samples were selected for functional tests, and none of these samples showed any instances of tube push off. Additionally, 20 retained samples were also subjected to functional tests, and none of the tube pushed off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, there was some resistance when inserting the tube on the needle to draw blood. No patient impact reported.